Event description:
It was reported that during a ptca procedure in a highly calcified artery, the physician experienced difficulty crossing the lesion. Upon removal the shaft of the catheter broke and was removed without incident. No pt injuries or complications occurred.